Event description:
Litigation papers allege following the implant, patient continues to suffer with pain, swelling, difficulty walking, loosening of implant, multiple dislocations, and a burning sensation with walking or sitting for long periods of time. It is further alleged due to patients chronic pain and discomfort and other symptoms, patient continues to require ongoing medical care.

Event description:
Litigation papers allege following the implant, patient continues to suffer with pain, swelling, difficulty walking, loosening of implant, multiple dislocations, and a burning sensation with walking or sitting for long periods of time. It is further alleged due to patients chronic pain and discomfort and other symptoms, patient continues to require ongoing medical care. *update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Complaint description: litigation papers allege following the implant, patient continues to suffer with pain, swelling, difficulty walking, loosening of implant, multiple dislocations, and a burning sensation with walking or sitting for long periods of time. It is further alleged due to patients chronic pain and discomfort and other symptoms, patient continues to require ongoing medical care. Update: 11/19/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.(B)(4). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2639837. A search of the complaint database finds additional reported incidents against lot code 1804719 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
There were no new allegation found in the ppf. Revision surgery details were provided in the ppf.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Complaint description: litigation papers allege following the implant, patient continues to suffer with pain, swelling, difficulty walking, loosening of implant, multiple dislocations, and a burning sensation with walking or sitting for long periods of time. It is further alleged due to patients chronic pain and discomfort and other symptoms, patient continues to require ongoing medical care. Update:(B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update ad (B)(4) 2018: (B)(4) has been reopened under (B)(4) due to receipt of ppf, implant records and sticker sheets. There were no new allegation found in the ppf. Revision surgery details were provided in the ppf. Doi: (B)(6) 2008 - dor: 02/28/2012 (left hip).